Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope ran through disinfection cycle, it said it was disinfected but not patient safe. The issue occurred during reprocessing. There were no reports of patient harm.